Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture was observed on the atrial lead. During the lead reposition procedure in clinic, the lead was failed to be retracted. The lead was then explanted and replaced. The patient was stable.